Manufacturer narrative:
As the run data for the alleged discrepancy could not be provided, a root cause cannot be identified. It is possible that the affected sample was a low titer sample, which can generate wavering results upon repeat testing. It is also possible that lab cross-contamination occurred. A reagent investigation was performed and a systemic reagent problem was not identified. Device code updated to test result: non reproducible.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on different platforms (cepheid, panther, perkin elmer) and another cobas liat which yielded negative sars-cov-2 results. The initial positive result was released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.